Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that during a lumbar fusion surgery, the physician cut the existing catheter so the spinal segment needed to be replaced. No diagnostics were performed. The patient's status at the time of the report was unable to obtain. The type of medication being delivered via the device system was morphine and clonidine. If additional information becomes available, a follow-up report will be submitted.